Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and damage to the controller user interface were confirmed. A review of the downloaded log file spanned approximately 7 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The backup battery fault alarm was active on (B)(6) 2021 at 11:33 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm lasted throughout the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and functioned as intended during analysis. The controller was able to support pump function for an extended period of time. The cosmetic damage to the user interface did not affect the ability to read or interact with the screen. A root cause for the reported events cannot be conclusively determined through this analysis. During the investigation there was an incidental finding of damage to the black power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. When the patient arrived at the hospital the team also noticed damage on the led screen of the system controller. The controller was replaced and the alarms resolved.